Manufacturer narrative:
(B)(4).

Event description:
The pt experienced inadequate pain relief after several pump drug dose increases. The pump contained fentanyl 2000mcg/ml at a dose of 1200mcg/day. The pt underwent surgery (B)(6) 2011; the catheter was replaced. During surgery, the surgeon found fluid around the spinal segment entry site but no obvious leakage from the catheter. The catheter tip was located at t8. The new catheter was placed at t12. Following surgery, the pt's dose was reduced. The pt stayed overnight in the hosp for observation. There was "no negative outcome noted."